Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump sustained an impact when clipped to a pocket and struck a countertop, resulting in a cracked display and a nonresponsive touchscreen while the visual image remained visible. The user paused insulin delivery just before the impact and was unable to resume delivery, then transitioned to backup therapy; blood glucose remained in range. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer interview and coordination of device replacement and return logistics and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly consistent with external impact, leading to loss of touchscreen function and interruption of automated insulin delivery; the pump case was unaffected. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.